Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implant. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with unknown mentor gel implants. Bilateral rupture was confirmed by magnetic resonance imaging and physical examination on (B)(6) 2017. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/20/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the field experience report on 4/10/2018. Prior to the diagnosis of rupture, trauma and left sided pain was also reported. The date of explant has been obtained. When the devices were explanted they were replaced with 250cc mentor memorygel breast implants. A postoperative mammogram of the left breast revealed no new findings. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/13/2018 mentor submitted a supplemental report stating the device had been returned. The returned complaint device was determined to be a non-mentor product on 7/19/2018, and therefore no further analysis will be done. (B)(4).